Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The physician attempted to implant a new right ventricular defibrilliation lead. No further information is available at this time, and the investigation is ongoing.

Event description:
Boston scientific received information that this right ventricular defibrillation lead required repositioning one day post implant due to dislodgement. It was reported that the cause of the lead dislodgement was that the patient actively used her arm after implant against the physician's orders. No adverse patient effects were reported.

Event description:
Further information was received that this lead was pulled back, but not completely dislodged. The patient's therapy was not impacted and this lead remains in service.